Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: 510k#: k161170. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 5/8 in. With detachable 1 ml bd luer-lok¿ syringe the plunger broke. The following information was provided by the initial reporter: plunger broken. Incident occur: before use.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 20-jul-2022 h.6. Investigation summary: one photo and one sample were received by our quality team for evaluation. From the photo, the team observed a broken plunger thumb press. The sample was subjected to visual inspection and the plunger thumb press was observed to be broken. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The packaging machine was reviewed and there is no direct contact with the plunger thumb press at the machine that can break the thumb press. The 1 ml syringe part is manufactured at bd canaan and the quality team there has conducted a supplemental investigation on this nonconformance. A potential root cause for the damaged plunger rod defect is associated with the assembly process. H3 other text : see h.10.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 5/8 in. With detachable 1 ml bd luer-lok¿ syringe the plunger broke. The following information was provided by the initial reporter: plunger broken incident occur: before use